Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post op, the right ventricular (rv) lead became dislodged. No capture and high thresholds were also noted. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.